Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. The field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce fluoroscopy. A review of the system logfile found gridswitch errors. Upon troubleshooting action, fse calibrated the gridswitch of the tube. After calibration, the system was returned to use in good working order.

Event description:
It was reported to philips that the system can't perform fluoroscopy. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and calibrated the gridswitch which resolved the issue. The device was returned to use in good working order.